Manufacturer narrative:
Concomitant medical products: evolutpro-29 valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event, a heart rate "in the forties" and ectopic beats. It was also reported that the right atrial (ra) and right ventricular (rv) leads exhibited increasing threshold values. The leads remain in use. No further patient complications have been reported as a result of this event.